Event description:
It was reported the patient had bilateral leads placed. That same night the patient suffered from a seizure and cardiac arrest. The patient had recovered fully and was discharged that week. A little over a week later the stimulator was placed and everything went "without incident." The patient's first programming session was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient was doing "remarkably well" and was getting "great" benefit from their device. There was no malfunction seen or a cause of issue determined. It was unknown if any interventions were taken or planned but at the time the patient was doing "very well" and their system was functioning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37651, serial# (B)(4), product type recharger, product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 37085-60, serial# (B)(4), product type extension, product ID 3387s-40, lot# v680690, product type lead, product ID 3387s-40, lot# v681753, implanted: 2012 (B)(6), product type lead. (B)(4).